Event description:
It was reported that there was chronic noise on the right atrial (ra) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: e2dr01aa implantable pulse generator (ipg) 2005-(B)(6), 4068 implantable pacing lead 1999-(B)(6). (B)(4).